Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber was in one piece, however, the fiber length was 265.2 cm indicating that the fiber was broken. However, the broken end was not returned. Microscope inspection identified that there was distorted light exiting the connector face indicating an internal fracture. The reported event was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Device history record review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Fiber specifications for moses 200 length in cm: 300 +10/-0. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation. Correction to field e1: initial reporter email.

Event description:
It was reported that during procedure, the fiber broke at its halfway point. The procedure was completed after replacing the fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke at its halfway point. The procedure was completed after replacing the fiber. There were no patient complications reported.